Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.